Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be missing the red cap in the valve of the inflation line. Bond inflation line to tube operation was reviewed; no discrepancies were found. Production personnel performs a 100 percent inflation test to the cuff and visual inspected of both the cuff and inflation line. The reported customer complaint has been confirmed through visual inspection of the device. The problem source has been determined to be unknown; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Related files: 3012307300-2019-05253.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the red part of the one-way valve was noted to be removed. No patient injury resulted.